Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the control unit was dirty due to water leakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: probable causes due to some kind of stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem. The most probable cause of this complaint was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.